Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil intervention procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The needle to cuff miss was confirmed as a material separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the posterior needle did not eject from the foot pocket. It is possible the needle was deflected, or the plunger was not full depressed to the handle. With the posterior needle tip still in the foot there was likely enough resistance to cause a material separation of the anterior cuff from the anterior needle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.